Manufacturer narrative:
As clarified by the surgeon, post implant of the sapien 3 valve, the patient remained in the hospital for several days. Valve gradient was 20 mmhg and the patient continued to report symptoms. The patient returned for the 30 day follow-up and again reported symptoms. The valve gradients were ¿not significant¿ and the valve velocity was 3.5 m/s. The physician suspected possible thrombosis and coumadin was started. Three (3) months post valve implant, the patient returned with symptoms. The coumadin levels were ¿fine¿ (therapeutic). The physicians were not sure if the patient¿s aortic stenosis (as) was causing the symptoms or other coronary issues. The decision was made to explant the valve and perform a percutaneous coronary intervention (pci). Upon explant, the sapien 3 leaflets ¿looked great¿, ¿pristine¿. An edwards inspiris resilia aortic valve was implanted and the patient was doing well. On pod6, the patient coded. CPR was started and the patient was brought back to the catheterization laboratory. No st changes were observed, no issues to give a red flag were noted. The patient then developed hypoxia, possibly due to a mucus plug. Severe brain damage was determined and no brain function was observed. On pod8, the family withdrew care and the patient expired. No autopsy was performed. Per the physician, the valve was not the cause of death. Hypoxia due to an unknown cause, possibly a mucus plug, was the cause of death. In this case, the valve is not available for evaluation as it was discarded after surgical removal; however, there was no indication or allegation that a product deficiency contributed to the event. Since the patient remained symptomatic post valve implant, the decision was made to explant the valve, implant a surgical valve and perform a coronary pci. Based on the reported condition of the explanted sapien 3 valve, the reported event (explant) does not appear to be related to a device malfunction. The death is also considered to be not related to the valve function. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry (ipr), a 23mm sapien 3 valve was explanted approximately 3 months post deployment in a failing edwards ce perimount aortic valve. The reason for the explant was not known at the time of the report. The location of the explanted valve is not known.